Event description:
It was reported that a user of an ilet system experienced an insulin occlusion while using an infusion set (contact detach); the user initially dismissed the alert, the alert recurred, no leakage or site abnormality was noted with a reported blood glucose of 400 mg/dl, and the event resolved only after the user changed all disposable supplies and replaced a problematic cartridge. Investigation of this case revealed an occlusion associated with the infusion set and cartridge that was resolved by supply replacement, consistent with device delivery obstruction at the disposable component. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevation of glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a user-correctable occlusion related to disposable component performance.